Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ shunt catheter. The valve was visually inspected: small cuts were noted in the shunt part of the device, this is probably due to a sharp object coming into contact with the device. The shunt was leak tested, the shunt leaked from the cuts. The catheter was irrigated with purified water, no occlusion was noted. Review of the history device records confirmed the valve product code 82-8552 with lot 697271, conformed to the specifications when released to stock in 4th december 2015. The root cause of the problem is due to the cuts in the shunt. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Bus malfunction. Update 4/21/16 per affiliate: did this event occur intra-operatively: no did the reported event cause any delays in the surgery or procedure over 30 minutes: no. Were there any adverse consequences to the patient: no. What actions were taken as a result of this incident: replacement. Was the device revised; please provide the original implant and explant date if known: unknown. Is the device being returned for evaluation: yes.